Event description:
It was reported that lowering the vns device parameters caused a pt to experience an increase in seizures. Moreover, it was also reported that the pt is at its best in the current settings based on an electroencephalogram taken by the medical professional. However, at the moment, it is unk if the increase in seizures is below or above pre-vns baseline. Good faith attempts to obtain additional info have been unsuccessful to date.